Event description:
On (B)(6) 2012, the patient contacted animas to report that she was running 11 miles outside today with the pump in her bra. When she came home, she found her blood glucose (bg) was 500 mg/dl and she was feeling poorly, but denied having nausea, vomiting, shortness of breath or ketones. Patient stated she initially bolused through the pump and then gave injections. She then changed her site. Her last reported blood glucose was 350 mg/dl. The patient indicated that the infusion set cannula was straight and there were no issues with her infusion site. The patient was unable/unwilling to review the pump's settings and pump's history. After some investigation, she found that the insulin in the cartridge and the insulin used for injections were cloudy. The insulin she was using was novolog u100, which was refrigerated and just opened only a few days ago. Patient only discovered the cloudy insulin an hour ago and had changed to a new vial of clear insulin since then. There was no evidence that the pump malfunctioned; however, this complaint is being reported because the patient's bg levels elevated up to 500 mg/dl while using cloudy insulin with her pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.